Event description:
It was reported that the patient experienced inadequate pain relief with the percutaneous leads. The patient underwent a procedure where the percutaneous leads were replaced with a paddle lead for more stimulation coverage of the pain areas. The implantable pulse generator (ipg) was also replaced to accommodate the paddle lead. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7083822. Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 755167.

Event description:
It was reported that the patient experienced inadequate pain relief with the percutaneous leads. The patient underwent a procedure where the percutaneous leads were replaced with a paddle lead for more stimulation coverage of the pain areas. The implantable pulse generator (ipg) was also replaced to accommodate the paddle lead. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2408-56 (sn: (B)(6)). The explanted leads were analyzed and visual inspection revealed that the leads were cleanly cut into two pieces approximately 35 cm and 32 cm from the distal end of the leads. The electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the leads. With all the available information, boston scientific is unable to confirm the as reported observations with testing of the product return. The clean-cut damage was a result of a typical explant procedure, and it is not considered a failure. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-1216 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.